Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to left and right lower abdomen and upper/mid abdomen using coolmax and left and right anterior flank/extension of lower abdomen, right and left lateral chest wall/waist, right and left posterior flanks, and right and left back using coolcore on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) four to six months after treatment and was diagnosed with ph to the right upper flanks/bra fat and lateral flanks to mid-abdomen on (B)(6) 2018. Tissue was described as firm with an increase in volume.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to left and right lower abdomen and upper/mid abdomen using coolmax and left and right anterior flank/extension of lower abdomen, right and left lateral chest wall/waist, right and left posterior flanks, and right and left back using coolcore on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) four to six months after treatment and was diagnosed with ph to the right upper flanks/bra fat and lateral flanks to mid-abdomen on (B)(6) 2018. Tissue was described as firm with an increase in volume.